Event description:
The customer reported that the monitor announced the patient's desat spo2t alarm, then the patient's spo2t value continued to decrease but the monitor did not generate a new alarm. The customer reported that they believe the way the alarms are set up maybe causing an issue; perhaps a latching issue. For example, they are wondering why it does not alarm constantly after the acknowledging. They believe after hitting the alarm button why is it not still alerting regarding spo2 alarms. The device was in use at the time of the event. There was no adverse event reported. A philips remote clinical specialist (rcs) spoke with the customer to assist with interpretation of the patient clinical audit events for bed (B)(4) during the time of 7:41 am to 8:10 am on (B)(6) 2024. The clinical user stated that the monitor announced the patient's desat spo2t alarm, then the patient's spo2t value continued to decrease, but the monitor did not generate a new alarm. A review of the clinical audit displayed alarming for spo2t 88<90 at 07:40:46 with additional alarming, alarms ending and finally acknowledged at 08:09:00. A philips remote service engineer (rse) spoke with the customer and the customer requested onsite assistance with the programming of alarms and to address additional questions. A philips technical consultant (tc) was dispatched. The customer is wondering why after the red alarms was acknowledged on the (B)(6) event, they did not get another alert after that. The mx40 device was tested and a simulator triggered a desat alarm. This successfully alerted at the patient information center ix (pic ix) central station. A clinical team is being dispatched for further investigation of customer concerns regarding the understanding of alarm behavior and impact to paging. The allegation related to patient information center ix (pic ix) is reported under manufacturer report# 1218950-2024-00115.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips technical consultant (tc) was dispatched. The tc informed that the customer believed the way the alarms were set up maybe causing issue. A philips clinical application specialist (cas) reviewed the audit logs provided by the customer. The cas noticed some time differences between pic ix: wycmusv03 and pic ix: wypicusv04. The time sync in the system was not on or working and that might be causing some questions about the spo2 behavior. Spo2 alarms have a configurable alarm delay, yellow alarm delay is separate than the red alarm delay. Red alarms are always latching, yellow limit alarms can be latched or non-latched. The default is latched. This is set at the pic ix. The alarm delay time is 0 to 30 seconds (adjustable in one second steps) with a default time for desat of 20 seconds and a default time for high/low alarm of 10 seconds. The alarm delay means that the value has to be below the set limit for x seconds before an alarm generates. Based on the analysis, the mx40 was working as intended. Based on this information, the device did not cause or contribute to the reported event. Philips was unable replicate the reported problem. The reported problem was not confirmed. The mx40 was working as intended and the device did not cause or contribute to the reported event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.